Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a red screen and an error code. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection foundtamper seal was removed. The reported issue was duplicated when powering up, the screen is all red and a code number is displayed. The cause of the reported issue is due to mpu board being inoperable. Actions taken was to replace the mpu board.product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.